Manufacturer narrative:
Additional information received: the patient has been discharged home with no bleeding. Hgb/hct levels have stablized and patient remains on transplant list. Bleeding is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a vad coordinator that the patient was readmitted on (B)(6) 2016 for gi bleeding. The patient has had issues since (B)(6) 2016 with black tarry stools and was sent two times to received blood from outside infusion centers. The colonoscopy on (B)(6) 2016 showed no active bleeding. A 1.3 cm polyp was removed and clipped to prevent bleed with anticoagulation initiation. The patient received 3 units of blood on (B)(6) 2016 and (B)(6) 2016. The patient felt symptomatic over weekend with dizziness/ lightheadedness which led to his admission. Upon admission his hbg was 8.5 and inr 2.26. The patient was taking asa 81mg daily and warfarin 3mg daily, which is currently stopped. Current plan to see about getting a capsule study done.